Manufacturer narrative:
Based on the information provided, at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient postoperative experience. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The warnings section of the IFU states, "ensure proper orientation; the solid white surface (eptfe) must be oriented against the bowel or sensitive organs. Do not place the mesh surface against the bowel. There may be a possibility for adhesion formation when mesh is placed in direct contact with the bowel or viscera." If additional information is obtained, a supplemental MDR will be submitted. Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following allegation was reported to davol by the patient: (B)(6) 2005: right nephrectomy related to kidney cancer. (B)(6) 2005: patient post operatively diagnosed with a bowel obstruction and underwent explant of a previously implanted (1980) unknown mesh and implant of the bard/davol composix mesh. (B)(6): patient had an abscess aspirated multiple times post operatively. (B)(6) 2006: patient experiencing a chronic dull, constant pain in her abdomen with nausea and abdominal distention when she eats. (B)(6) 2013:left kidney cryoablation (freezing of the renal cells). The patient alleges that she continues to experience pain, discomfort and that she has a disfigured abdomen. She reports that she currently prescribed vicodin as needed for pain and takes tylenol 4 times daily to help with her abdominal pain and discomfort. Patient alleged she may have abdominal adhesions to the bard/davol mesh although no diagnosis was performed to confirm this belief. She plans to seek additional medical advice and/or treatment.